Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); cat#: 1650de; exp date: 06/30/2017; mfg. Date: 06/30/2016; product received: 01/10/2017. Battery/(B)(4); cat#: 1650de; exp date: 06/30/2017; mfg. Date: 06/30/2016; product received: 01/10/2017. Battery/(B)(4); cat#: 1650de; exp date:05/31/2017; mfg. Date: 05/31/2016; product received:01/10/2017. Battery/(B)(4); cat#: 1650de; exp date: 05/31/2017; mfg. Date: 05/31/2016; product received:01/10/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that power port 2 of the controller was loose. There were also multiple power switching events. Controller log files were sent. Preliminary log file analysis showed no alarms logged in the last 14 days of available data. The controller and batteries were exchanged with no reported consequence or impact to the patient. The power switching could not be reproduced by manipulating connections. The controller had not been dropped or sustained any damage. The user did not apply excessive force when connecting the power sources to the controller. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. A review of the controller's (B)(4) manufacturing records indicated there were no non-conformances generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process.  Failure analysis of the batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the power switching issue by manipulating the battery's connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections and involved (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections. Additionally, failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. Power port 2 was not loose, as alleged in the event details. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. Additional system component being reported for this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.